Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m118538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number:190-000 / lot number: m118538 and test base part number:190-430 / lot number: m118538 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to lot number m118538 showed that the complaint rate is 0.02%. The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert in19000 v1.0 related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported false negative results with vtm on the ID now covid-19 test. The customer reported that 167/240 patient tests were negative with the ID now covid-19 test. The customer noted some of the negative resulting patients were symptomatic. The customer reported that no confirmation testing was performed by any other diagnostic method for any of the 167 negative results. The customer only provided information on one (1) of the negative resulting patients. The customer reported that a symptomatic (symptoms not otherwise specified) patient generated multiple false negative results with the ID now covid-19 test. The customer stated that the sample types were nasopharyngeal (np) swabs (customer indicated the kit swabs were used, however np swabs are not provided in the kit) eluted in 3.0 ml vtm (within 1 hour of collection). The patient was tested with the ID now covid-19 test a total of six (6) times. On (B)(6) 2020, the patient underwent sample collection and generated a negative result with the ID now covid-19 test (ID now instrument sn: (B)(4)). On the same day, the patient was retested with a recollected sample and generated a negative result (ID now instrument sn: (B)(4)). On (B)(6) 2020, the patient underwent a third sample collection and generated a positive result (ID now instrument sn: (B)(4)). The customer retested the positive resulting sample within eight (8) hours, generating a negative result with ID now covid-19 test (ID now instrument sn: (B)(4)). The customer retested the same sample on ID now instrument sn: (B)(4) and sn: (B)(4) by pipetting 0.4ml of sample into each sample receiver, generating positive ID now covid-19 test results on both ID now instruments. Per the ID now covid-19 product insert current at the time of the event, the operator is instructed to add only 0.2ml of sample to the sample receiver using the disposable pipettes provided in the kit. The customer confirmed the patient was kept in isolation despite the negative ID now covid-19 test results. There was no confirmatory testing performed on any of the patient's samples. On (B)(6) 2020, abbott diagnostics (B)(6), inc. Received authorization from the FDA for the removal of swabs eluted in vtm as an appropriate sample type from the ID now covid test. While the ID now covid-19 test was performing within claims, the change was a proactive measure to remove the risk of potential reduced sensitivity, or false negative in the event of a low analyte concentration as vtm is known to dilute the patient sample. Customers were informed of the change through an a technical bulletin, indicating: "the specimen collection and handling for the ID now" covid-19 test has changed. Swabs eluted in vtm are no longer an appropriate sample type. Please refer to the updated product insert included in this kit. ID now covid-19 is intended for testing a swab directly without elution in viral transport media as dilution will result in decreased detection of low positive samples that are near the limit of detection of the test. Due to this change, disposable transfer pipettes are no longer included in the kit." Additionally, all ID now covid-19 affiliated labeling was updated to reflect the removal of swabs eluted in viral transport media. The events of this case took place prior to the removal of the ID now covid-19 vtm claim. Due to the risk of false negative results potentially leading to no or delayed treatment, this case is considered reportable. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, conflicting results indicate a malfunction of one of the tests as it is expected that testing the same patient sample or a second sample from the same patient tested on the same day as the original sample would return the same result.